Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricle (rv) lead. The noise was reproducible with isometrics in clinic. The programming changes were discussed, but no changes or interventions were performed. The patient's condition was stable.